Manufacturer narrative:
The reported event could be confirmed. Based on investigation the nail breakage is not linked to a deficiency of the device but is rather considered patient related contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture [notching effect]. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the device in question. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture [notching effect] at the lateral edge of the anterior web. Bearing points are typical results of the interaction of the single products under load. Areas with signs of friction / seizing [bearing points of lag screw] are visible at the lateral edge of the proximal part. Similar areas were identified at the distal medial edge. The counterparts were found on the lag screw in the areas with corresponding friction signs and worn edges. The appearance identified a high axial load application to the implants. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In the case presented a female patient was initially treated with above implant due to a pathological subtrochanteric fracture after bisphosphonates. According to further details provided the broken gamma3 long nail was revised by a t2 femoral locking nail [ø13 mm] which could be a hint to insufficient bone healing, which is supported by the confirmation of the hospital of a present pseudarthrosis. Further details [like x-rays pre- / post op] were repeatedly requested but to no avail. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after an implantation duration of approx. 5 months. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the implant broke. Further information not available at the moment. Revision surgery is planned for (B)(6) 2019.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the implant broke. Further information not available at the moment. Revision surgery is planned for (B)(6) 2019.